Event description:
Procedure type: gastrectomy. According to the reporter: during the use of the re-loading sulu (B)(4), the surgeon noticed that the scalpel trans-dissected the intestine without closure causing the clips to become open/unformed and lie completely inside the situs. The re-resection with another sulu of another lot was performed without complications. Tacks had to be retrieved from the situs. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).